Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Biomed technician from a hemodialysis clinic reported observing heat damage on the power cord of a hemodialysis machine. Follow up with the biomed technician indicates that there was no patient involvement when the heat damage was observed.

Manufacturer narrative:
Correction: the alleged event is confirmed. The power supply cable was returned with physical damage (heat damage) in the plastic molding of the plug. There were no other damage found on the rest of the cables. An inspection on the prong of each plug have arcing/pitting. The cable was tested during dialysis and completed a self-test program without any additional damage to the plug. Each cable functioned properly with the condition of the plug. The device history record did not reveal any issues or problems related to the reported symptom code(s). A serial number search in the ptc complaint system of the complaint machine serial number found no other complaints with the same symptom code within 90 days of the notification date.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.